Event description:
A police officer attended to a person diagnosed as unconscious, pulseless and apneic. The pt was described as "ashen" in appearance. An attempt was made to use the device to analyze the pt's electrocardiogram. The device allegedly displayed a connect electrodes message after the electrodes had been attached to the pt. The operator pressed very firmly on the electrodes after which two electrocardiogram analyses were performed and no shocks were advised. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.

Manufacturer narrative:
Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.